Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, channel a of the device was programmed to deliver normal saline at a rate of 999ml/hr. Channel b of the device was programmed to deliver an unspecified concentration of levophed, and the deliveries were started. No further programming parameters were provided. After an unspecified length of time, the patient "coded" for the 7th or 8th time that day. While the nurse was giving advanced cardiac life support medications IV push, the pump began to alarm for distal occlusion. After an unspecified length of time, the pump went into an alarm condition that could not be cleared. The cassette tubing was removed from the pump and a "pressure bag" was used to facilitate a rapid infusion of the IV fluids. At an unspecified time later, the patient expired. The nurse stated "personally, I do not feel the pump contributed to the death of the patient." The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.